Event description:
It was reported to philips that the system's collimator needed to be replaced, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.